Event description:
A pump malfunction alarm was reported by the customer. Blood glucose level did not exceed 500 mg/dl, indicating a normal range. Customer was assisted by cts to reset the pump, and it was confirmed that the malfunction code did not recur. Customer was advised to continue using the pump and to report if any further issues arise.